Event description:
The customer reported ind (indeterminate) flags on myoglobin results, for two patients, involving unicel dxc 600i synchron access clinical system. One patient sample was diluted 1:2 and again recovered with an ind flag. The samples were tested on an alternate access 2 immunoassay system and recovered results within the normal reference interval. While troubleshooting with beckman coulter customer technical support (cts), it was discovered the myoglobin reagent pack location on the unicel dxc 600i system was empty. The ind flags could not be reported. The normal retest results were issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone. Further review of the archive data indicated only three myoglobin results were generated from this reagent pack. Archive data indicated three levels of myoglobin quality control (qc) had performed within the established ranges for the previous four days.